Event description:
This ra lead was implanted on (B)(6) 2016 and was explanted on (B)(6) 2018 due to infection or sepsis. The physician was dr. (B)(6) medical center at little rock, ar. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).